Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05011. It was reported that the patient lost significant weight and the left-side lead had fractured and had high impedances. Surgery occurred to explant and replace the left-side lead to address the issue. It is unknown which is the left-side lead so both leads are being reported.